Manufacturer narrative:
Concomitant medical products: product ID:: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a radiofrequency ablation (rf) 3-4 days prior to report from t7-t11 and the lead wire was at t10. It was stated the patient had to turn the stimulation up but they did not feel it as much. It was stated the patient had stimulation at t10 which the programming was unable to capture before. It was further reported the stimulation would not work or cover the area it was supposed to cover. It was stated since the day prior to report, the stimulation did not cover the area. It was noted the stimulation covered the middle of their back but they had to turn it up high to feel the stimulation. It was noted the stimulation was supposed to cover the lower back but it did not. It was stated the patient had an appointment scheduled with their doctor on (B)(6) 2014. It was stated there was a loss of therapeutic effect. It was further reported the patient did not have stimulation in the same location as they did before the rf ablation.